Event description:
In 2001 medtronic model ICD 7275 implanted because pt had heart failure and arrhythmia. In 2001 they collapsed and reporter called 911 immediately. They could not revive pt and the defibrilator did not go off and it did not sound a warning as it was supposed to have done. They were placed on life-support at hospital and pronounced brain-dead. They were taken off the ventilators the following day. Pt death certificate states cardiac arrest as the cause of death and cardiac arrhythmia. The ICD was supposed to shock them when they had this episode or arrhythmia, but it did not and in view of the recall of medtronic models this past week, reporter believes the device was defective and caused pt death. Reporter has contacted the state heart and medtronic, but they are not giving reporter any info. Tests were done on the machine before they were taken off the ventilators and medtronic will not tell reporter what the results were. Reporter believes they are covering up something in view of the recalls recently, and maybe reporter could have filed a lawsuit. Reporter contacted them again in 2004 after reporter heard about the recall of ICD units. No reply.